Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 18 mg/dl and 130 mg/dl. The drive support cap was normal. The customer was able to rewind the insulin pump. The customer performed displacement test and it passed. The customer was treated with glucose liquid for low blood glucose level. The insulin pump will not be returned for analysis.